Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had a system revision due to infection and erosion. The device pocket area opened up approximately 5 centimeters causing the device to be exposed. The device and electrode were explanted and cultures were obtained. The patient was hospitalized and received antibiotic therapy and wound care.